Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off when she had it at lower settings ¿(2.9, 3, 3.5volts)¿, but not when she had it higher. The patient reported synching with the ins and the lightning bolt was absent. Information regarding cause of event, actions taken, and if the patient still had concerns with their device or therapy have been requested which was not reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a manufacturing representative met with the patient that had intermittent stimulation turning off almost every other day over the past 6 weeks. Impedances looked good; 700-800 ohms. Therapy impedances were a1: 693 ohms, 4.604 ma; a2: 527 ohms, 12,049 ma, which appeared to be normal. Stimulation would normally turn off after charging. In some cases she would charge and verify that stimulation was on, and then go to sleep, and when she woke up in the morning stimulation was off. Other times, for example, the patient would be in the kitchen working and feel pain return. Upon checking the implantable neurostimulator (ins), it would show that stimulation was off. The patient was not confusing the stimulation off button on the implantable neurostimulator recharger (insr) for the insr off button. The manufacturing representative verified that there was no power on reset (por) message when the ins was interrogated with a clinician programmer (8840). The patient was recommended to keep a diary of times and environmental conditions when stimulation was shutting off and to meet a manufacturing representative again in the future. Upon further review of the data, it was noted that the battery became discharged on (B)(6). It also showed that many instances were stimulation was toggled on and off over a period of less than 1 minute. These events started at the beginning of the data report, which was (B)(6), when the last 8840 session occurred. It seemed likely that the patient had had the issue since implant. In some instances, the data showed the toggling on/off ending with an on command and others end with an off command. For example, there was a scenario on (B)(6) when the patient turn stimulation on and off eight times within 1 minute period, ending with an off command. Shen then turned stimulation back on 1.5 hours later. Even though the manufacturing representative was confident that the patient was aware of the correct buttons, the most common reason for the data on the report was that a patient might be pressing the off button instead of the sec button on the programmer. If it seemed that the problem was not due to the patient interaction with the device, then the patient programmer could be replaced to ensure that there was not an issue with the buttons. The patient was going to keep a diary of when the battery turned off again. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).